Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article titled: the challenge of assessing residual mitral regurgitation during mitraclip procedures is 3d vena contract area the answer? [(B)(4)].

Event description:
This is filed to report recurrent and worsening mitral regurgitation. It was reported through a research article titled, the challenge of assessing residual mitral regurgitation during mitraclip procedures: is 3d vena contract area the answer?, identifying mitrclip devices that may be related to unchanged, recurrent and worsening mitral regurgitation. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.